Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
During testing of the device performed by a field service engineer (fse), it was observed that the battery was defective and needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: per good faith effort (gfe) response received on 05/22/2023, it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.